Manufacturer narrative:
Information received from the (B)(4) study indicated that during the index procedure, a 2.50mm x 28mm cypher stent was noted to be too large. The device was removed from the patient and the procedure was satisfactorily completed using a 2.25mm x 23mm cypher stent. The patient's medical history is significant for angina, previous percutaneous intervention, hyperlipidemia, hypertension, diabetes, obstructive sleep apnea and smoking. The target lesion was located in the 3rd obtuse marginal. The lesion was de novo and 2.4mm in diameter. The lesion was pre-dilated prior to stent implant. There have been multiple attempts made to clarify if the physician chose the wrong size stent for the lesion or if the stent was actually larger than labeled, but the study coordinator has not responded. The sterile lot number for the device is unknown therefore a device history report review could not be performed. Without the return of the product the reported customer complaint of stent size too large could not be confirmed. With the limited information provided one can only speculate that the incorrect stent size was most likely related to misjudgment of the lesion size on the part of the practitioner. Choosing the correct size stent for a particular lesion is related to skill and experience of the practitioner. There is nothing to indicate that there is a design or manufacturing related issue therefore no corrective action is required.

Event description:
The email received for the (B)(4) indicated that during the index procedure the cypher stent (B)(4) was noted to be too large. The device was withdrawn from the patient and the procedure was completed with another cypher stent (B)(4).

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.